Manufacturer narrative:
Event date is unknown. Bsc became aware of this event on (B)(4) 2019. A date (B)(6) 2019 was entered to report the event date as an unknown day in (B)(6) 2019. Device evaluated by MFR: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 210 mm distal to the strain relief. The hypotube was also noted to be severely kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A microscopic examination identified no damage to the tip of the returned device. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During the use of a 10 mm x 2.00mm wolverine coronary cutting balloon, a shaft break occurred outside the body of the patient. The wolverine was removed and the procedure was completed with another of the same device. No patient injuries resulted from this event.

Manufacturer narrative:
Event date is unknown. Bsc became aware of this event on (B)(6) 2019. A date (B)(6) 2019 was entered to report the event date as an unknown day in (B)(6) 2019.

Event description:
It was reported that a shaft break occurred. During the use of a 10 mm x 2.00mm wolverine coronary cutting balloon, a shaft break occurred outside the body of the patient. The wolverine was removed and the procedure was completed with another of the same device. No patient injuries resulted from this event.